Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the report of no image but determined that occurrence was likely. The report of reduced angulation was confirmed. Angulation was low in the up and down directions due to wear of the angle wire. In addition, the device leaked due to a cut on the bending section cover and damage to the channel tube, there were scratches on multiple parts of the device due to handling, the image guide protector was damaged due to physical stress, the suction cylinder, up/down plate, and protector of the universal cord on the control section side were dirty, the universal cord was sticky due to deterioration, there was noise in the image due to damage on the charge-coupled device unit, illumination was poor due to slipping-out of the light guide bundle, and the circuit board unit in the scope connector was corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device during reprocessing. They also reported that angulation was reduced. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , the cause of the event is likely due to moisture that invaded the device from the leaking points. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Olympus will continue to monitor field performance for this device.